Event description:
It was reported that an ilet user experienced persistent hyperglycemia with highest reported blood glucose of 250 mg/dl in the context of a high-protein, low-carbohydrate diet and perceived insulin resistance, with the device correcting highs only after a prolonged period that was unacceptable to the user and caregiver following consultation with their endocrinologist. Customer care provided support that included review of use conditions, and user feedback. Investigation of this case revealed no device malfunction or alarm behavior, and the event was consistent with therapy responsiveness and user expectations regarding correction timing under specific dietary patterns and insulin resistance. Symptoms include nausea. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.